Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the customer did not know how much insulin was loaded into the cartridge. Contact stated a new cartridge was successfully loaded onto the pump. Contact did not provide and exact blood glucose (bg) value, but stated bg level was "north of 170 mg/dl".